Event description:
It was reported that the lead dislodged. The lead was repositioned but the patient developed an infection. The physician decided to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.